Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/10/2026, it was reported that the patient experienced diarrhea, leg cramps, lost consciousness. The wife called and ambulance and the patient was taken to the hospital. There the cgm was reading low and the blood glucose reading was 650 mg/dl. The patient was treated with IV fluids, dextrose glucose tablets (not specified when this was provided or if it was for dm). The patient was admitted to the hospital for 24 hours and was discharged on (B)(6) 2026. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.